Manufacturer narrative:
The customer report of the autopulse platform (B)(4) would not hold the lifeband cover plate in place was confirmed during the functional testing and visual inspection of the returned platform. The investigation findings revealed that the root cause of the reported issue was due to a missing front enclosure circumferential seal likely due to the normal wear and tear or user mishandling. The returned autopulse platform was manufactured in october 2008 and it is almost 13 years old, well beyond the expected service life of 5 years. During visual inspection, a missing front enclosure circumferential seal was noted allowing the front enclosure to be unstable. In addition, unrelated to the reported complaint, a crack on the front enclosure was observed. This type of physical damage was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the reported customer complaint and the observed physical damage. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. Also, unrelated to the reported complaint and as a precautionary measure, the lifeband clip lock monolithic plunger was replaced. The autopulse platform passed the initial functional test without any fault or error, however, the locking tabs on the platform could hold the lifeband cover plate in place only when the front enclosure was pressed down. Otherwise, the platform could not hold the lifeband cover plate due to the missing front enclosure circumferential seal, thus confirming the customer complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
Initially, the customer reported the complaint of the newly ordered lifebands do not fit in the shaft and the lifeband cover plate does not hold the lifeband. Procamed evaluated the returned lifebands and could not duplicate the error. The lifebands were functional. However, during the evaluation of the autopulse platform (B)(4) by the procamed, the locking tabs to snap the lifeband cover plate to the platform could not hold the lifeband cover plate in place. No patient involvement